Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Additional model numbers of coils involved: qc-2-2-3d, qc-2-2-3d, qc-2-2-3d.

Event description:
Four axium coils were used in a treatment of a ruptured aneurysm. It was reported that the patient experienced hydrocephalus.